Manufacturer narrative:
B5: the reporter indicated that the lens was removed and later replaced for a shorter length lens due to excessive vaulting. The problem was resolved. Manufacturer narrative: secondary surgical intervention to removed and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
The reporter indicated that a vtich implantable collamer lens was implanted into the patient's eye. The was removed due to high vault. A replacement lens has been scheduled.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).